Event description:
It was reported that two weeks post implant a hematoma was observed at the device site. The pocket was opened to drain the hematoma. Patient was fine after the procedure.

Manufacturer narrative:
No medwatch form was received.